Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post pictorial muscle stimulation. Upon review of atrial lead measurements from (B)(6) 2019, it was noted that the impedance was high and the polarity switched. The patient experienced stimulation whenever the atrium was paced. Device sensing was also noted. The lead was reprogrammed. The physician elected to monitor the lead. The patient was stable.